Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported ventilator has unknown noise. The device was not in use at the time of the reported event.

Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. The manufacturer¿s international service technician confirmed the reported issue. The reported phenomenon was confirmed through operation checks. Rubber boots and a vibration-proof ring connected to a blower and an airflow port had been vibrating and it had led to a resonance. The manufacturer¿s international service technician stated the positions of the rubber boots and vibration-proof ring have been adjusted to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.